Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawer c. Multiple attempts have been made to obtain additional information, the customer has not responded. The following information was provided by the initial reporter: it was reported that false positive in drawer c.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. A complaint of "false positive in drawer c" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). The complaint is not confirmed because the instrument is working within bd specifications. The root cause is unknown. Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawer c. Multiple attempts have been made to obtain additional information, the customer has not responded.the following information was provided by the initial reporter:it was reported that false positive in drawer c